Manufacturer narrative:
Unknown manufacturer, bd corporate facility used. Unknown expiration date, unknown lot number, manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
While using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, it was reported that there were clotting issues. No report of injury or medical intervention. No report of blood exposure to mucous membrane.